Manufacturer narrative:
Permeability values of 1000 ml/cm2/min. And greater at 120mm hg. In the case of the bleeding graft which prompted this investigation, it could not be confirmed if preclotting was performed per the device instructions. Intervascular has determined that pts who have received the device are at no increased risk of postoperative complications as a result of the defect, even at the slightly elevated porosity levels found in these grafts. Intraoperative bleeding, if evident, would be observed and treated at the time of surgery. Remedial actions: as a result of the findings of the investigation, intervascular initiated a product recall of 30 units of the intervascular ochsner 200 bifurcated vascular prosthesis, catalog no. Ocw1608. The products involved in the recall were manufactured from woven greige produced from space 16 of b loom between 09/01/1994 and 08/1995, consisting of the following lots: 40615, 40623, 40631, 40766, 40775, 40802, 41137, 41147. The recall was initiated on 02/21/1997 and reported to the FDA florida district office of orlando on 03/06/1997. The notification affected 19 accounts, including 18 domestic customers and 1 international distributor. Recall strategy and communications: intervascular identified all product that is potentially at risk for defect. All unfinished material which was produced from b loom, space 16, during the period in question was destroyed. Fabric that had been utilized to manufacture product was isolated to 8 lots, consisting of 69 units that were released to finished goods. One unit was removed from intervascular's inventory and sacrificed for evaluation. 68 were distributed to customers. Two of the grafts were returned for evaluation and destroyed. Of the 66 remaining units, 36 were determined to have been implanted prior to the recall. 30 units were recalled from distribution. Domestic accounts were notified by fax and certified mail and confirmed by telephone. The international distributor was notified by fax and electronic mail. Attached to each notification was a reply form requesting the status of all devices received by the institution and a return goods authorization number with which to return any unused devices. All returned devices will be tested for water permeability. Intervascular requested a remedial action exemption on 03/07/1997, exempting all future reports of device malfunction identified in relation to the device recall.

Event description:
On 02/07/1997, intervascular, inc. Filed a medwatch report for MDR no. 1640201-1997-00001, in which the surgeon reported bleeding along the lt iliac of the graft during implantation. To investigate the complaint, two grafts from the same process lot were retrieved for evaluation. The visual inspection revealed an edge fault, due to a loose weft thread, which joins the fabric edges to create the tubular component for the prosthesis. This type of defect may be caused by inadequate tension being exerted on the weft thread during the weaving process. Multiple water permeablility measurements were taken of the bodies and both legs of the defective grafts. The leg sections were tested at the reference lines, inside and outside edges, and the back side of the unit. Both grafts exhibited porosities slightly avove the product specification (325-394 ml/cm2/min at 120mm hg, compared to the specification limit of 260 ml/cm2/min at 120mm hg) in the same location (outside edge) and the same leg of the graft. A third unit, taken from a different process lot but the same loom set-up, was also tested for water permeability along the outside edge of the affected leg. The results confirmed the defect (287-345 ml/cm2/min at 120mm hg), indicating that all fabric mfg from the same set-up of loom b, space 16, could be at risk. (The water permeablility results for the three devices are provided.) By reviewing the loom validation records for the defective units, intervascular derermined that the defect was limited to greige that was woven on space 16 of b loom between 09/01/1994 and 08/1995. Each space is set up independently from all other spaces on the loom. Once a space has been qualified, it is run until the yarn on the warping beams (yarn spools) is depleted. Once the yarn is depleted, the space is again set-up with new warping beams and run again to depletion. It is therefore possible to determine the number of days of production for each individual space on each loom and to isolate the period during which the defect may have occurred. The loom records confirm that the validation samples for space 16 passed the water permeability specification for the set-up; however, the values reported at the outside edges were very near the upper limit of the specification (260 ml/cm2/min. At 120mm hg). As a result, any lessening of tension on the weft thread over time, as with normal process variations, could increase the water permeability beyond the specification tolerance. Evaluation of risk: preclotting of the device (as directed in the product instructions for use) should eliminate the risk of intraoperative bleeding. At least 37 of the 68 distributed devices from the affected lots have been implanted with no reported adverse effects. In fact, the highest water permeability values associated with the defect are substantially lower than those of certain other vascular prostheses which are marketed for the same indications, some of which have nominal water continued in h10.